Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 heater wire came off the jaw. It separated, but did not detach. A new kit was used to complete the procedure. There were no patient effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the heater had detached from the hook and had heavy tissue debris. The device was bloody. Based upon the visual observations, the reported complaint for "insulation came off" was confirmed as heater wire detached. (B)(4).